Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the left ventricular (lv) lead impedance spiked high. It was also noted that there was elevated capture and no change in impedance or thresholds with vector change. The lv lead is still in use. No patient complications have been reported as a result of this event.